Event description:
Procedure: vascular. According to the reporter: the clips come out disfigured and handle is unable to close when clips are misfigured. A vein was shredded.

Manufacturer narrative:
(B)(4).